Event description:
It was reported that during a port placement procedure, the device was allegedly malfunctioned. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport attached to a groshong catheter was received for evaluation. Gross, visual, tactile, microscopic and functional testing were performed. A partial circumferential break was noted on the attached catheter approximately 8.6cm from the distal end of the cath-lock. A complete compound break was noted on the distal end of the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth in both regions. Splits were noted on the borders of the break. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other region. A split was noted on the border of the break. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter. Therefore, the investigation is confirmed for the identified for the fracture and wear and deformation issues. Also the investigation is unconfirmed for the reported insufficient information as there are abnormalities identified on the returned device. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.